Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent tip was abnormal and could not open. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm at the ophthalmic artery segment with a max diameter of 10 mm and a 7 mm neck diameter. It was noted the landing zone's artery size was 4.9mm distally and 5.0mm proximally. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, pru level is unknown. The angiographic result post procedure noted that after the replacement of the 4.75-25 stent, the surgery was successfully completed, the stent was adhered to the wall, and there was a little retention of contrast agent. It was reported that after the phenom 27 microcatheter was in place, the customer selected a 5.0-25 stent and began to deliver it. The stent was deployed at the mi and the phenom microcatheter was withdrawn about 8 mm. The tip of the stent could not be opened all the time, so the customer retrieved it and withdrew the microcatheter, but the tip still did not open. Then the entire stent was withdrawn to the neck and the phenom was withdrawn, but it still did not open. After retrieving and deploying it, it was found that the tip was abnormal, so the stent was withdrawn and replaced with a 4.75-25 stent, then opened successfully. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The phenom 27 microcatheter was flushed according to the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device was returned within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: the pipeline flex braid was returned already detached from the pusher. The pipeline flex braid proximal and distal ends were found open but damaged (frayed). No bends or kinks were found with the pipeline flex pusher. However, the pusher distal hypotube was found stretched and detached at the distal hypotube weld (solder joint). The pipeline flex pusher distal core wire was found broken. The pipeline flex pusher sleeves and tip coil were not returned. Testing/analysis: the detached pipeline flex pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pusher end shows the presence of tin (sn). In addition, the broken distal core wire failed via torsional overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. However, the customer¿s ¿pipeline damaged during delivery/retrieval¿ report was confirmed. Possible causes of ¿failu re/incomplete open distal¿ include patient vessel tortuosity, damaged braid, or user deploys braid in vessel bend. As the patient vessel tortuosity was ¿moderate¿ and the braid was not deployed in a bent, it is likely that the damage found with the braid contributed to the failure to open. Possible causes of ¿pipeline damaged during delivery/retrieval¿ include resheathing more than 2 times, ov ER-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause of the braid damage could not be determined. Regarding the pusher break/separation include patient vessel tortuosity, resistance of delivery wire during delivery/retrieval, over-manipulation, user resheaths more than 2 times. As the distal core wire failed via torsional overload it is likely there was over-manipulation of the pusher. Regarding the pusher detachment possible causes include patient vessel tortuosity, resistance/high force delivery, pushwire damage, hypotube stretch, catheter damage, or user resheaths more than 2 times. In addition, separation can occur due to inadequate solder/tinning. The analysis showed the presence of soldering material (tin); thereby indicating that the soldering was conducted. In this event, it is likely force was used contributing to the detachment as the distal hypotube was found stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was that the stent was a little difficult to open. The pipeline had not been placed in a vessel bend when it failed to open, placed it in a straight section. Many methods had been tried to open the pipeline. It was clarified that mi stood for middle cerebral artery.